Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the tube was cut approximately at 1.5 cm from the dome. The cut seems to have been done with a sharp tool since the cut end has a clean cut, therefore it is not considered as an issue of the device. The dome was torn; however, it was still attached to the section of the tube. It was noted that the condition of the returned device could not be evaluated with respect to feeding tube dislodged or dislocated. It is most likely that procedural or anatomical factors could have contributed to the event, such as the user applying excessive force during cleaning the peg tube, also excessive manipulation during feeding process could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as cause traced to component failure since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date was performed sometime in may. According to the complainant, on (B)(6) 2018, patient made an emergency visit to hata kenmin hospital due to stomach ache felt at night. One third of the internal bolster was found on the body surface of the stomach. The dome was torn and it hit the body surface that caused pain. Reportedly, the peg tube was removed and replaced with a different size on the same date. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.